Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that from what they understood, the leads had been a bit too low. They said they were at t-8, and needed to be at t-7. They indicated they were still working to fine tune their device.

Event description:
Additional information received from the patient reported that their weight at the time of the issue was (B)(6). They explained that they could not gain any benefits from the leads at t-8, so the decision had been made to implant a paddle lead. They also clarified that they did not say that they couldn't turn on their device; rather, that their leg pain issue had increased with more usage. They noted that they were still trying to reprogram the lead to provide relief.

Manufacturer narrative:
Other applicable components are:: product ID 977a260 serial# (b))(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 crts 3525219 (con): neurostimulator for non-malignant pain. It was reported that the patient had been unable to turn their device on because their leads were in the wrong place, and that a paddle had been put in. They noted that hadn't had their device on for three months. The patient also commented that they knew their leads were in the wrong place when they weren't able to get "nirvana." No further complications were reported or anticipated. Follow-up for additional information being conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.